Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that an ar-8550bc bonecutter was producing metal fragments. This was discovered during a distal clavicle excision procedure. Additional information has been requested.